Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched alarms caused by cracked threaded insert bosses which allowed for separation between the front case and the mechanism assembly. Evaluation also found loose hardware that secures the mechanism assembly into the front case which has been a known contributor of reported symptom in past repairs. The front case assembly was replaced.